Manufacturer narrative:
Motor error alarmed during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 156 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.